Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present. The device was removed over a guide wire, and a second proglide was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the monofilament, posterior needle, link, anterior and posterior cuffs were not returned with the device. The needle plunger was returned with a dent and/or stress mark on the anterior needle barb, which is consistent when the anterior needle tip detaches from the anterior cuff during needle plunger removal. The anterior needle tip to anterior cuff detachment is likely the result of resistance or drag encountered during the procedure. During testing, the needle plunger was reinserted resulting in acceptable needle trajectory and push mandrel travel. There was no abnormal observation found on the returned device that could have contributed to the anterior needle-to-cuff detachment. Based on the investigation, a root cause could not be determined. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.